Event description:
(B)(4). The pain when having put in was so unbearable. About a month after having it put in, I started having anxiety. Then after all that every year something new has happened to me. From gaining weight to having infection in my private parts. Now I have fibro and sleep problems.